Event description:
Additional information received indicated that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Subsequently, the physician elected to extract and replace the lead. Further, when the pocket was opened, a calcified shell around the device was noted, which was suspected to have caused the high impedance measurements. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a slow rise in shock and pacing impedance but in normal range. Further, boston scientific technical services (ts) received information via patient's remote monitoring system that this lead exhibited a high out of range shock lead impedance. Ts discussed possible reasons on the observation occurred as well as troubleshooting measures. Additional information obtained indicating that the physician was aware of the event and was deciding for a plan of action. No resolution reached as of this time. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.